Event description:
During an unspecified procedure, the catheter leaked. The surgeon applied another device without pt injury.

Manufacturer narrative:
6/10/97-supplemental report #1 submitted to FDA.